Event description:
I was unaware of the recall on this machine until 10/04/2024. I used this machine for approximately 2.5-3 years beginning 2016. In the months of (B)(6) 2019 I had multiple health issues. Including pneumonia and mouth sores/ulcers. About this same time, (late 2019) I discontinued use of the device because I was constantly sick. My allergies/nasal drainage issues have not improved since this time frame. I have since switched doctors and can get access to other results for the pneumonia, but I don't currently have the records.